Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: capsular contracture baker grade iii. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: broken device assessed as unidentified (tear) opening (shell thickness was within specification) and missing piece of shell assessed as inconclusive. Visibility/palpability: unable to observe since it is not related to the device. Anxiety-product-procedure: unable to observe since it is not related to the device. Pain: unable to observe since it is not related to the device. No further actions are required as no manufacturing issues are observed.

Event description:
Patient has reported joint pain in their feet that they suffer from occasionally and "recall". Later reported "tenderness in the chest with palpable hardening of the capsule". Later reported capsular contracture baker grade iii. This relates to the left side. Device has been explanted.